Event description:
A patient was undergoing a cardiac interventional procedure. After 1.5 hours into the case, the cardiology monitoring and x-ray system had an error code. System required rebooting two times. Procedure completed.